Event description:
It was discovered during testing that a spectrum pump alarmed door jammed. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door jammed was confirmed and was determined to be caused by a failed front case assembly and loose link screws. The failed front case assembly and link screws were replaced.